Event description:
It was reported that during surgery, the skin graft did not mesh properly and adhered to the blade due to a groove observed on the rolling blade, resulting in an incomplete cut. The handle was able to perform the up/down motion and was not stuck, it could be removed from the mesher without any difficulty. The mesher was able to advance the carrier forward and the gears were not stuck. There was no patient harm/injury reported. No unexpected medical intervention at the harvest site was reported. The damaged graft was only partially usable; alternative use of the prepared graft was required during the procedure. No additional unplanned skin graft was required. There was a minor delay, and patient was under anesthesia during this delay. Due diligence is complete; no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). G2: foreign event occurred in hong kong. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.